Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, electrical problems like: electrical/electrical component; power source; loss of power. Interoperability problems like: wired communication. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Optical problems like light source issues. Thermal problems like overheating. Environmental problems like dust or dirt. These causes can occur between components such as panel; circuit board; light source; bulb; led (light emitting diode); power supply; and fan without any design or manufacturing issue. That could lead to lamp issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited lamp is too dark. The issue was found during setting up the device. There was no patient involvement.